Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿salvage of failing abdominal aortic aneurysm repairs with fenestrated endovascular aortic repair¿ basu r, davis j, madison m, hughes a, maijub j, motaganahalli r, fajardo a ann vasc surg 2025; 121: 446¿455 https://doi.org/10.1016/j.avsg.2025.08.015 a.2, a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿salvage of failing abdominal aortic aneurysm repairs with fenestrated endovascular aortic repair¿ the time frame of this study was over a five-year period. Talent, aneurx and non-mdt stent grafts were implanted in endovascular procedures. For various reasons these patients later underwent fenestrated endovascular aneurysm repair using non-mdt stent grafts. In the specified period, 153 patients underwent fevar, with 20 patients (13.1%) undergoing rfevar and 133 patients (86.9%) undergoing primary fevar. Among the patient population the following malfunctions occurred: ia endoleak, unknown endoleak, migration (talent only), ib endoleak, type iii endoleak no further information was provided pertaining to medtronic products.